Event description:
It was reported that an ilet user experienced an insulin occlusion alert during a supply change, was unable to proceed, and presented with hyperglycemia with a blood glucose of 397 mg/dl; the user performed a dry run and restarted with new supplies, after which insulin delivery resumed and glucose returned to range. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without hospitalization. Investigation included review of device reports and guided troubleshooting and education. Investigation of this case revealed that the event resolved after reloading supplies and restarting insulin delivery, with no further abnormal operation observed. It was concluded that the cause of the hyperglycemia was unclear, and the issue was addressed through user guidance and successful restart. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.